Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes buttons of the insulin pump were not working. Customer also reported that the insulin pump had cracks on body of insulin pump and on corners of the screen as well as sometimes requires multiple rewinds per reservoir. Customer stated that the sometimes going through batteries every 3 days. Troubleshooting was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked display window corners and cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, rewind test and all operating currents tested within the specification. No rewind anomaly or charge or battery anomaly were noted. (B)(4).